Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening(extended) on posterior and the device was found to be underweight. A visual and microscopic analysis was performed which identified a sharp opening on posterior due to a surgical(impact) opening, a stress mark in the shell and creases fold. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to a surgical impact opening.